Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 16 x 3.50 promus premier¿ stent was advanced to the lesion and during positioning the stent became hung up on plaque and was damaged. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found damage to the proximal stent rows 6-9. The rows were damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 211mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 16 x 3.50 promus premier¿ stent was advanced to the lesion and during positioning the stent became hung up on plaque and was damaged. There were no patient complications reported.